Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed in which this right ventricular (rv) lead passed the electrical test. Further, it was noted on visual observation that the extracting stylet was stuck inside the distal segment.

Event description:
Boston scientific received information that this right ventricular (rv) lead sensing had dropped and was at the lower value over the last year. Boston scientific technical services (ts) verified from the field representative that the automatic gain control (agc) had become more sensitive from 0.4 millivolts to 0.25 millivolts. Ts then suggested could consider continued monitoring and repeating defibrillation threshold (dft) test. Additional information was received indicating that this rv lead was explanted. An attempt to obtain additional pertinent information was unsuccessful. No additional adverse patient effects were reported.